Manufacturer narrative:
(B)(6). Device manufacture date: december 18, 2017 ¿ december 19 2017. The actual sample was received at the plant for analysis. Visual inspection on the returned unit noted no signs of physical abnormality that could have caused the reported flow problem. Functional flow rate test was performed on the unit, and the flow rate of the device was found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a infusor over-infused. The reporter stated that the infusion was completed in 19-21 hours instead of the expected 24 hours. The device had been filled with an unspecified amount of pain medication and 0.9% sodium chloride solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.